Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Abbvie is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported being injected with an unspecified juvéderm product. Approximately three years later, the patient experienced ¿granulomas.¿ no treatment information or symptoms resolution was provided.